Event description:
Related manufacturer reference number: 2017865-2021-37137. It was reported that, during a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) and right atrial (ra) leads. The suspected cause of the event was rv and ra lead insulation abrasion, which was not confirmed as diagnostic imaging was not performed. Abbott technical support (ts) was contacted and recommended rv and ra lead replacement to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.